Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was found that the right ventricular (rv) lead exhibited high thresholds with occasional loss of capture. High and undefined impedance was also noted. The rv lead remains in use. A leadless pacemaker was implanted as back-up in the event of loss of capture, and complete heart block. No further patient complications have been reported as a result of this event.